Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. On the same day of onset, the patient was hospitalized for the event. The cause of peritonitis was unknown. Treatment for the peritonitis included injections of amikacin (100 mg, intermittent) and vancomycin (1 gram,for five days ) routes not reported. The patient was recovering from the peritonitis. Dianeal 1.5% ultrabag therapy was ongoing. The action taken with dianeal 2.5% ultrabag therapy was unknown. Additional information was not available.

Manufacturer narrative:
(B)(4). On an unreported date, the patient¿s effluent was clear and antibiotic treatment was discontinued. At the time of this report the patient was recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.